Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the contrast of the video output is very bright and could not be adjusted. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failed image sensor. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during setup the camera head had electric shorts on the screen making lines when plugged in and complete light malfunction, the screen was pure light. There was backup device available and no delay or complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.